Manufacturer narrative:
The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08705 inches. The pump trace and history files were successfully downloaded utilizing thump. A review of the pump history file reveals on 7/5/2025 there were six (6) pump error 130 (linenumber 613 filenumber 121) mfda alarms (between 13:17 and 16:20) generated due to strong magnetic field and was expected. The pump was cut open for visual inspection. No evidence of physical damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or the force sensor noted and motor flex cable on j5/pcb 1 was locked properly. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case and pillowing keypad overlay. Pump error 130 alarms are confirmed due to being exposed to magnetic field or MRI and was expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 130(this alarm is generated when the insulin pump detects movement in hall sensor counts that are unexpected since the insulin pump did not command motor movement), exposed to magnetic field. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed selftest. The customer was not using quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.